Manufacturer narrative:
(B)(4).

Event description:
It was reported that during total knee arthroplasty, outside the patient, the journey ii bcs art insert trial size 7-8 10mm right has broken in two. No delay or injury reported. The procedure was finished using a smith and nephew backup device.

Manufacturer narrative:
The associated device, use in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is fractured, the fractured pieces were returned, rendering the device inoperable. The device was manufactured in 2012 and shows signs of extensive use. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch." At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.